Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for separations from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous lesion located in the left anterior descending artery. The shaft of the 3.0x48 mm xience xpedition 48 stent delivery system (sds) fractured/separated during use. Another sds was used successfully to complete the case. No adverse patient effects were reported.